Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 503 mg/dl at time of alarm. Elevated blood glucose was addressed with a bolus via the pump. System check with tandem technical support was unable to be completed at time of call; however, multiple attempts were made by technical support to follow up and complete troubleshooting, but no response was received, and no additional information was provided.